Manufacturer narrative:
(B)(4). The customer reported a burning smell coming from the printer. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the reported failure. The problem was resolved by replacement of the 75mm printer assembly. After passing all performance assurance tests the device was returned to the customer.

Event description:
The customer reported a burning smell coming from the printer. There was no reported pt involvement.